Event description:
It was reported by the physician that there were difficulties with the catheter clamps not holding the catheter in place and causing the catheter to migrate from the patient. These are being used on pediatric patients. In one instance, the male infant patient grabbed onto the catheter and pulled it out. They decided to place another catheter the next day; however, during the night, the patient expired. No further details are available at this time.

Manufacturer narrative:
(B) (4).